Manufacturer narrative:
(B)(4). This report is being submitted for the pentax medical cleaning brush, model cs6021t, unknown serial number. MDR 9610877-2021-00553 is being submitted for the pentax medical videl gastroscope, model eg29-i10, serial number (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states with a description of "customer reported brush stuck/broken in channel. The customer stated brush is broken off inside of scope during reprocessing" involving pentax accessory cleaning brush, model cs-6021t, unknown lot number. The cleaning brush identification was initially unknown, but obtained as noted below. The cleaning brush was used to reprocess pentax medical video gastroscope, model eg29-i10, serial number (B)(4). No death, injury or significant delay in procedure was reported. The user facility initially responded to a good faith effort request via email on (B)(6) 2021 and stated the endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement and that the facility follows all ifus and pre-procedural inspection checks. The facility later responded on 11-aug-2021 and confirmed the stuck accessory was a pentax accessory cleaning brush, model cs-6021t. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.

Manufacturer narrative:
Evaluation summary: the cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported.